Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Patient code: no code available (3191) was used to capture prolonged surgery and insufficient information.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibia was broached to size 45 and cut off the top of the broach, when they went to implant the tibial sleeve, it sat up probably 5mm or more than the tibial broach. The same scenario on the femoral sleeve, not as significant. They had to downsize the poly insert from a 12 which they had trialed with to the smallest size 6 poly. A 5 minute surgical delay was noted.